Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).

Event description:
It was reported that a patient had a return of symptoms; the patient complained of increased pain. The patient had a new pump recently implanted ((B)(6) 2014). The patient and family alleged they heard the pump alarming, and reported hearing the pump alarm twice the week prior to this report and twice this week. The patient listened to the test alarm tone and thought it was the critical alarm. Telemetry did not confirm alarms; a cap (catheter access port) dye study was negative. The alarm interval was 30 minutes and the patient was not hearing it at that interval. There had been no volume discrepancies, and logs showed no stalls or alarms, and the pump was not actively alarming. Alarms were ruled out. The healthcare professional (hcp) stated that the patient had pain come back and withdrawal symptoms over the last weeks. Additional information stated that there had been no withdrawal but that the patient had not been feeling well. The hcp gave the patient a single bolus and they were waiting the results of that. New medication was being ordered to be put in the pump so that a medication issue could be ruled out, and it was stated that if the patient still felt poorly new pump placement would be considered. The patient was currently not getting satisfactorily relief and believed that there was a problem with the pump, though all tests and pump checks indicated that the pump and catheter were functioning correctly. Pump was used to infuse fentanyl, clonidine, baclofen (compounded), marcaine (bupivacaine), and morphine (unknown). No interventions or outcome were reported for this event. Follow-up was being conducted to obtain this information. Should additional information be received, it will be added to the event.